Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator. The reason for call was patient reported their device was not working and they needed an MRI. Patient stated the device had not worked since probably 6 months after they got the implant. Agent reviewed eos and reviewed MRI eligibility form hcp can fill out. Agent emailed patient physician listing information. The patient was redirected to their healthcare provider to further address the issue. Additional information was received, it was reported the device stopped working, it would take hours to charge and it was charged when it stopped working. The patient noted that because the device was implanted on the wrong side, it never stimulated the area they needed and they gave up on the unit.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.